Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had over temperature alarm. There was patient involvement. However, there was no harm or injury reported. Getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the temperature sensor, threaded probe. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.the defective components were received for further investigation. Please refer to the root cause evaluation field for details.the following was performed by (B)(4) service technician of the maquet failure analysis and testing dept. Wayne, nj ab 17 jul 2024. The failure analysis and testing department received temperature sensor, threaded probe serial number: n/a with a reported unit failure of cardiosave over temperature. The failure analysis and testing dept. Performed a visual inspection of the part received and the part is in a good condition. The failure analysis and testing department installed the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department are unable to verify the failure of system over temperature. Retaining the temperature sensor in the failure analysis dept. Per procedure (B)(4). "The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit displayed an over temp warning message. There were no injuries.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).